Event description:
This ra lead was implanted on (B)(6) 201 o and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . Patient has known high thresholds, causing high output on dependent patient. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).